Manufacturer narrative:
This follow-up MDR is created to document the additional evaluation of the returned device and the updated device information. A titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination of the returned components revealed no abnormalities that would have contributed to the report of pain. However, because quality's examination of the returned components may not conclusively confirm or disprove the report of pain, quality accepts the physician's observations of such as the reason for surgical intervention. A review of the device history record of the returned device lot (4336706) confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, patient complained of reservoir pain.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. Quality was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. If the explanted device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of pain, quality accepts the physician's observations of such as the reason for surgical intervention. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 4373055. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.